Manufacturer narrative:
Device is a combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02057 and 2134265-2016-02060. (B)(6). It was reported that myocardial infarction (mi) and stent thrombosis occurred. In (B)(6) 2013, the patient was referred for cardiac catheterization. Subsequently, coronary angiography and index procedure were performed. Target lesion was a de novo lesion located in the distal right coronary artery (rca) with 90% stenosis and was 13mm long with a reference vessel diameter of 2.9mm. Target lesion was treated with pre-dilatation and placement of a 3.00x16mm promus element plus drug-eluting stent. Following post dilatation, the residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented due to chest pain and shortness of breath. The patient was referred for cardiac catheterization. Subsequently, coronary angiography was performed. The 100% occlusion of right posterior descending artery (r-pda) and 80% in-stent late thrombosis of taxus drug eluting stent in mid rca were treated with balloon angioplasty. Aspiration catheter thrombectomy was attempted, but was unsuccessful as the catheter could not pass beyond the proximal stent. After three days, the patient was discharged on aspirin.

Manufacturer narrative:
(B)(4).

Event description:
It as further reported that balloon angioplasty restored timi 3 flow. Media review shows stent thrombosis of the two taxus drug-eluting stents in the mid right coronary artery (rca) extending to the proximal end of the more distal 3.00x16mm promus element¿ plus drug-eluting stent.